Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "medical problems ,pain, capsule rupture, low immune system, fatigue and {patient} realized there is a recall. Physician "recommended removal to many infections fatigue immune system is horrible...cannot fight a illness". The device remains implanted. This represents the right side. The events of fatigue, infections, and poor immune system are not related to the device.